Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that six months post implant of the implantable cardiac monitor, the patient developed a pocket infection. The top 1/4th of the device was visible through the skin including the silk suture attached to the header and the area was red. The device was explanted. No further patient complications have been reported as a result of this event.